Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect has been identified at the level of the damages. The damages of the fas and the setscrews are consistent with the cross-threading of the setscrews. Cross-threading may happen when the surgeon tries to engage the setscrew on the bone screw head once pushing the rod with the setscrew.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent a spinal fusion procedure with hardware implantation. During implantation, it was noted that the set screw would not tighten. It was discovered that the screw head was damaged and the tulip opened. This happened with a total of six screws. Surgeon was able to use a new screw and complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.